Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed, the lid would not open, and it was jammed. A field service engineer replaced printed circuit board for cubie and recovered storage space to resolve. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter first name: (B)(6). E.1. Initial reporter last name: (B)(6). E.1. Initial reporter state: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where cubie slot b6 failed to lock/open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.